Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, a tss conducted follow-up with the customer over-the-phone to address the reported event. Tss performed troubleshooting with the customer and found that the folate assay appeared to not be calibrated at 30 day intervals. The data that the customer sent indicated that the survey results had been flagged as having an outdated calibration curve. The most probable cause of the reported event was due to an untrained operator.

Event description:
On (B)(6) 2015, a customer reported failure of their last three proficiency surveys with their aia-900 analyzer. The customer sent survey results to technical support (tss) for review. During review of results, tss discovered that the customer had calibration void (cv) flags attached to b12 and folate control results. The customer reported that they would rerun the folate quality control and would repeat patient samples. A technical support specialist (tss) addressed the reported event over the phone, which resulted in potentially discrepant folate patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.